Event description:
Spontaneous; patient's mother calling to report 2 leaking cassettes in the past 24 hours with the same lot number she stated the cassette did have air at the top, so this may be the cause of the leak, but she was not sure. She has been doing mixes for 4 years, and it has never been a problem until now. Both cassettes have same lot number: 4046845. Patient's mother also reported that one of the patient's double lumen central lines started leaking last night. She moved the treprostinil to the other lumen so there was no interruption in therapy. Patient was taken to the hospital and admitted last night on (B)(6) 2021 to current. He will be getting the central line replaced today. No other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No, however patient was hospitalized to have central line replaced additionally, there was a patient medication error cue to leek, though this was prevented if yes, was, any medical intervention provided? Please explain. See above. Is the actual device available to be return for investigation? Yes. Did we [MFR] replace device? No, patient still has other cassettes on hand. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Cassette issues resolved; hospitalization for central line replacement is ongoing. Reported to (B)(6) by: patient/caregiver.